Event description:
It was reported that the catheter is changing colour, kinking and cracking after a period of hemodialysis. Hemodialysis procedure.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.